Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: external damage to blade sheath, no; external damage to lcs/cs housing, no and external physical damage, no. Functional tests & results: blade not energize/cut correctly, no; lcs/cs jaw not open/close correctl, no and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was rec'd in good condition. The device was tested and was found to be functional. There were no anomalies noted with the device seating in the handpiece or with the alignment of the jaws. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a laparoscopic nissen fundoplication procedure. It was reported the lcs16 would not seat properly in the hand piece and the jaws would not sign. A second lcs15 was opened and it worked finr. There was no consequence to the pt.